Event description:
Reportedly, following the attempt to implant a first ICD which was finally not implanted and returned for analysis (refer to MDR #1000165971-2012-00449), a new ICD was implanted (the one involved in this MDR report) but difficulties were also met when screwing the (rv) df-1 connector of the lead. In a first attempt, the screwdriver has not clicked and the physician tried unsuccessfully to unscrew. In a second step, he tried again screwing and the screwdriver clicked normally. The physician requested an explanation.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.